Manufacturer narrative:
Investigation summary one photo was provided to our team for investigation. Upon visually inspecting the photo, a drop is visible on the membrane surface. A device history review was performed for lot 1901101 and lot 1901102, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. During manufacturing, leakage testing is performed on all lots. Testing was reviewed for infusion adapter lot 1901101 and lot 1901102, all results were found to be within specification. Five retained samples of each lot were used for additional evaluation. Each sample was connected to a sample injector and penetrated ten times, results were within required limits for lot 1901102. Two samples from lot 1901101 had exceed the required limits for the leakage testing and were sent for additional evaluation. A total of nine samples of lot 1901101 were evaluated. CT scans were performed and could not identify any difference in the characteristics of the membrane for the samples that did not meet the leakage requirements versus those that were within required specification. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that after transferring medication into the infusion bag there was drug residue in membranes with a bd phaseal¿ optima¿ infusion adapter (c100-o). The following information was provided by the initial reporter: (5 of 6 complaints) it was reported residue after transferring the cyclophosphamide into the infusion bag. All three p20-0 membranes of the cyclophosphamide vials had residue after withdrawing fluid with the n35-0 injector. The infusion adapter c100-0 had residue after transferring the cyclophosphamide into the infusion bag with the same n35-0 injector.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after transferring medication into the infusion bag there was drug residue in membranes with a bd phaseal¿ optima¿ infusion adapter (c100-o). The following information was provided by the initial reporter: (5 of 6 complaints). It was reported residue after transferring the cyclophosphamide into the infusion bag. All three p20-0 membranes of the cyclophosphamide vials had residue after withdrawing fluid with the n35-0 injector. The infusion adapter c100-0 had residue after transferring the cyclophosphamide into the infusion bag with the same n35-0 injector.